Event description:
Same case as MFR report #: 2134265-2009-05881. Same patient as MFR report#: 2134265-2009-05889, -05891, -05893, -05896, -05901. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient underwent a reintervention. The patient had taxus express2 stents placed in the proximal right coronary artery (in 2005 and 2006) and the mid right coronary artery (also in 2005). In 2009, the patient presented with angina pectoris and underwent a reintervention of a lesion in the proximal and mid rca. The proximal and mid right coronary artery were 90% stenosed. Treatment consisted of placement of another manufacturer's drug eluting stent. The event was reported to be resolved without residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.